Event description:
It was reported that a device was used during a laparoscopic nissen fundoplication. The device gasket tore. Opened another device to complete the case. There was no consequence to pt.